Manufacturer narrative:
The impella device was received from the customer and an evaluation is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 79-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient was on impella support for 10 minutes when there were persistent suctions alarms during transition to repositioning sheath. The physician noted there was a link in the cannula. Despite repositioning, the impella cp was removed and replaced with a new cp without issue.

Manufacturer narrative:
The investigation into the low pump flow and the product damage (cannula kink) events has been completed since the original report was filed. Data confirmed the low flow when pump started and remained to the rest of the case that triggered auto suction response and suction alarms. Kink was also found. The root cause of low flow was kinked cannula.